Manufacturer narrative:
Results of investigation: analysis on the log file reveals a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The exact root cause is still under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire identification number: (B)(4). A vyaire field service representative repaired the device onsite. The inspiratory block was replaced and performed complete calibration per manufacturer specification. The logs and trend data was sent for further analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e us ventilator was getting o2 supply fail - no o2 dosing possible alarm. At this time, there is no information regarding patient involvement associated with the reported event.